Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 4/17/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: * was the needle piece retrieved during the same procedure? --yes. What efforts were made to retrieve it? --it was retrieved with naked eye. * in what tissue was the needle piece found? --uterine tissue. * what is the procedure name? --myomectomy. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2026 and barbed suture was used. It was reported that the needle broke when sewing in surgery. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. The broken needle was retrieved shortly. The procedure was completed and no patient consequence reported. Additional information was requested.